Manufacturer narrative:
The manufacturer previously reported information becoming aware of the allegations that a home neb 120v60hz showing smoke from the device. In addition, the patient reported smell possibly due to overheating of the device. There was no report of patient harm or injury. **UDI related data quality updates only** previously section d2, d4 and g4 were incorrectly reported. In this report, the following sections have been corrected. Section e1 have been updated with additional information.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of allegations that a home neb 120v60hz showing smoke from the device. In addition, the patient reported smell possibly due to overheating of the device. There was no report of patient harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.